Event description:
It was reported that the patient had presented to the clinic because their pacemaker exhibited premature battery depletion. The patient was subsequently transferred to the emergency room, where the pacemaker was explanted and successfully replaced. The patient remained stable throughout.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed by analysis. Final analysis found that the elective replacement indicator (eri) trim was set incorrectly, which caused the incorrect trigger of the eri indicator, resulting in shorter than expected duration. A manufacturing anomaly may have occurred resulting in the reported complaint. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.